Event description:
It was reported that the device was used during the laparoscopic cholecystectomy, the clips were crossing. The case was completed with another device. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.